Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. The noise episodes were inhibiting pacing and they were reproducible with isometrics. No intervention was performed. The patient was in stable condition.